Event description:
It was reported that that the procedure was to treat a heavily calcified fully occluded superficial femoral artery (sfa). The .018 command guide wire was attempted to be advanced; however, failed to cross the lesion due to anatomy. Therefore, unspecified laser was attempted to be advanced at the same time with the guide wire lasering then advancing the guide wire each section that was lasered. However, before getting to the lesion the tip of the wire was accidently lasered and the polymer coating came off. It was noted there was resistance with laser and guide wire during removal as well with anatomy. Therefore, everything was removed together. There was no coating left in the patient. Another command guide wire was used to continue the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified lesion during advancement, resulting in the reported failure to advance. Additionally, it was reported that a laser device was used in the operation, the laser inadvertently cut the guide wire¿s polymer, resulting in the reported peeled/delaminated tip. Damage to the guide wires tip would impact its maneuverability within the vessel. It is likely that the polymer damage contributed to the reported difficulty during removal of the laser and wire from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.